Manufacturer narrative:
The subject device was returned to olympus medical systems corp for evaluation. The evaluation is in progress. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause could not be determined at present. If the significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during an unspecified endoscopy, the subject device stuck within a non-olympus endotracheal tube (phycom). The facility reported that they had to forcibly withdraw the subject device from the endotracheal tube and the bending section rubber of the subject device broke off during withdrawing. After withdrawing of the subject device, the facility confirmed that there was no fragment of the bending section rubber within the patient using CT-scan. The endoscopy was canceled, but there was no report of patient injury associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed following; the bending section rubber of the subject device was torn at the location of 60 mm from the distal end of the subject device. There were scratches on the bending section rubber around the torn area and distal end of the subject device. The insertion tube of the subject device was smashed at the location of 260mm and 300 mm from the distal end. Omsc performed the reproduction tests. Based on the results, omsc presumes that the reported event occurred as follows; the insertion tube and the edge part of the endotracheal tube (ett) were excessively in contact, which caused the bending rubber pinhole. And the bending rubber was torn by withdrawing the insertion tube from the endotracheal tube while the insertion tube was excessively bent since the lubricant was not properly applied to the insertion tube surface. The instruction manual of the device has already warned as follows; "if the ett cannot be easily slid into place over the insertion tube of the endoscope, do not use it. If the ett is forced into place, the insertion tube may be damaged or it may be impossible to remove the ett from the endoscope." ¿use only water-soluble lubricants to lubricate the bending section. Water-insoluble and/or petroleum-based lubricants (e.g., vaseline) can damage the covering of the bending section.¿